Event description:
It was reported by service report that the gas cylinder on the back rest is leaking oil. There were no adverse consequences reported.

Manufacturer narrative:
Results - fowler; leak.